Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device across the cystic duct when fired clips were forming irregular clips. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.